Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the eyepiece of the rigid optical laparoscope was stuck. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to h6 medical device problem code: from 1068 - loss of or failure to bond to 4012 - physical resistance/sticking. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. A definitive root cause was not identified; however, based on the results of the investigation, the probable cause of the malfunction can likely be attributed to improper handling and excessive force applied to the scope, such as from a fall, shock, or similar stress. Olympus will continue to monitor field performance for this device.